Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for misprinted date with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #6322536 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the expiration date on bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure was printed as yyyy-dd-mm instead of yyyy-mm-dd and that the date was different than the date on the outside label. No injury or medical intervention.